Event description:
The customer reported the evis exera ii video system center power switch failed to work. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty power supply unit. In addition, a loose receptable, intermittent image, dust inside equipment, rusty cable, and white balance key on the front panel deformed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation failure of the power switch was caused by a fuse failure in the power supply unit. A root cause of fuse failure was not established at this time. Olympus will continue to monitor field performance for this device.